Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous brachial arteriovenous fistula. The physician attempted to predilate the lesion using the sterling over-the-wire balloon. The balloon was inflated three times to an unspecified number of atms. On the fourth inflation, the physician inflated the sterling to 12 atms, however, the balloon ruptured. The procedure was completed with this device since the lesion was approx 10% stenosed post-procedure. No post-procedure complications were noted and the pt's status was reported as "fine".